Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the top and bottom slide were stuck together and the sample notch could not be exposed after firing into the lesion the first time. The user used a new needle to complete the procedure.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned used. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide locked completely into place. Upon priming the bottom slide, the top slide (cannula) released as the bottom slide (stylet) was retracting into place. It is unknown whether the cannula tangs were able to completely lock into place during testing. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. There were no anomalies noted on the cannula tang. Measurements of the cannula tang width were taken and found to be within specification. It was noted that the stylet and cannula hubs were from cavity 8. Medical records review: medical records were not provided for review. Image/photo review: medical images / photos were not provided for review. Conclusion: the investigation is confirmed for self-activation, as the returned device self-activated during functional testing in the as received condition. However, the investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: specific warnings, precautions and directions for use of the maxcore disposable biopsy instrument are included in the current instructions for use (IFU).

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the top and bottom slide were stuck together and the sample notch could not be exposed after firing into the lesion the first time. There was no reported patient injury. The user used a new needle to complete the procedure.